Manufacturer narrative:
Eval: results: the complaint did not involve an alleged device failure; therefore, the complaint could not be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including an ipg, on (B)(6) 2009. It was reported that the pt complained that her ipg caused discomfort due to its size. The physician decided to explant and replace the ipg with a smaller model on (B)(6) 2011. No further pt complications were reported.